Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  a couple times at the federal building their implant "has triggered it off" (the security screening device). Patient reported this was probably about 5-6 months ago (did not confirm year) when they went into the social security building and the guy kept telling patient they had metal and told pt they had to lift up their shirt. Pt stated "it kept beeping" because pt went through the machine so they had to use the wand and "it beeped it twice" and then they realized they were on pt's left side and pt realized they have the implant so pt showed them their pt ID card.. Pt inquired about hypothetical situation if pt had a medical emergency where they were unable to speak and they needed an MRI scan how would they let the medical personal know that pt has an impl anted medical device. Reviewed overview of pt ID card and redirected pt to their managing healthcare provider to further inquire/discuss medical alert bracelet if pt wishes.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.